Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
This left ventricular (lv) lead was explanted due to dislodgement. The reason for the dislodgement is suspected to be caused by the patient not being compliant with the medical instruction to limit arm movements, and the lead was pulled out as a result, consistent with twaddler's syndrome. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.